Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious or permanent patient harm or injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, section g3 & h6 has been updated.